Manufacturer narrative:
A mz1000 china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 25075062. The feedback provided by the customer states that, "a leak was discovered at the transparent connector". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25075062 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
No additional information.

Event description:
It is reported, leak was discovered at the transparent connector.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.